Event description:
It was reported that the pt expired. The cause of death was not provided. The reporter indicated that the death was unrelated to the implanted system. The pump contained hydromorphone 2.0 mg/ml at a daily dose of 0.4502 mg and bupivicaine 40 mg/ml.